Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. On (B)(6) 2017, I received 1 sample from the customer, (B)(6) in (B)(6), which was sent to (B)(6) for investigation on (B)(6) 2017. Attached photos, (B)(6). (B)(4).

Event description:
It was reported that there was foreign matter inside of an unopened 20 ml bd luer-lok¿ syringe. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Results: bd received samples from the customer in the columbus plant for evaluation. No foreign matter was visible on any of the syringes therefore failure mode is not verified. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The root cause is undetermined.